Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd tube nahep plh 13x75 4.0 plbl gn there was a low draw. Patient impact was not reported. The following information was provided by the initial reporter: customer is complaining about lack of vacuum in (B)(4).

Event description:
It was reported that while using bd tube nahep plh 13x75 4.0 plbl gn there was a low draw. Patient impact was not reported. The following information was provided by the initial reporter: customer is complaining about lack of vacuum in 367869.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/23/2020. H.6. Investigation: bd received 5 samples from the customer for investigation. All samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 15 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.